Event description:
Awoke to find my entire right eye blood-shot. Raised lid to see clotted center. Teary, bleary vision. No discharge/pain. Called physician and spoke with office mgr to tell her my symptoms. Months of blurry eyes, teary eyes. Thought they were my contacts.